Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the top of the reservoir the threaded part cracked off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.